Event description:
It was reported that sterile water of the foley catheter was difficult to drain during pretest.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Two photos were received for evaluation. The first one showcases the three way all silicone catheter and syringe, the second photo zooms into the deflated catheter balloon and tip. Also received 1 all silicone foley catheter with syringe without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon was asymmetrical. Observed at 100:0. Attempted to deflate balloon passively and only 3 ml could be withdrawn. Attempted deflation using the in-house luer lock syringe and only 2 ml could be withdrawn. Removed inflation valve and used an in-house inflation valve then reattempted deflation with both syringes. Re-attempted to deflate balloon passively with the returned syringe and only 4 ml could be withdrawn. Attempted deflation using the in-house luer lock syringe and the solution could not be withdrawn. Dissected balloon and found that the notch was not perforated completely. This is out of specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". The root cause identified is current equipment used to perform the notch perforation needs to be improved or implement a new equipment to perform the notch perforation. Defects that were reported: incomplete perforation on notch and notch not perforated are related to the notch perforation process. A DHR review are not required for this reported event. The labeling review is not required for this reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was difficult to drain during pretest.